Event description:
Dexcom was made aware on 07/01/2024, that on (B)(6)/2024 the patient experienced pain or discomfort which occurred after the sensor had been inserted in the arm. According to the report, the patient experienced excruciating pain on her right upper arm and upper back. The patient was reportedly unsure if it was from the sensor. She said that she went to an emergency care facility to have it checked. The patient reportedly wasn't really told if it was caused by the sensor. She was given a muscle relaxant medication. On 07/01/2024, the patient was still feeling pain. The patient said that she would call an ambulance because the pain was excruciating. Technical support reportedly advised the patient to call a medical professional right away to have the pain checked. Attempts to contact the patient for more details about the outcome of the ongoing pain were not successful. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. The allegation and a probable cause could not be determined. No additional patient or event information available.

Manufacturer narrative:
(B)(4). H6 codes: medical device problem code: 3191 appropriate term/code not available for pain or discomfort